Event description:
In 2003, the physician notified the manufacturer that a bi-ventricular assist device (bi-vad) patient had expired the night before in a hotel room. The patient was sitting on the edge of the bed and patient bent over, complained of a sharp pain and asked the spouse to call emergency services. The hospital was contacted, a perfusionist was sent to the hotel and found the paient exsanguinated with the rvad outflow cannula, which attaches to the pulmonary artery, disconnected from the rvad. The white collet and collet nut which secure the cannula to the rvad were said to still be intact on the rvad.